Manufacturer narrative:
Fill estimate issue- the failure investigation has been completed. No inaccurate fill estimate was observed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 150 units. Then, the customer reported multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In addition, it was reported that the customer received an inaccurate fill estimate. The customer reported blood glucose level of 375 mg/dl, which was addressed with insulin injections.